Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, there were episodes of undersensing noted on the device. Device reprogramming is anticipated and the patient was stable with no consequences.